Event description:
It was reported the patient was diagnosed with an infection at the ipg site. To address the issue the patient's scs system was explanted. The patient was given IV antibiotics to address the infection.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.